Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi went on site, replicated the errors and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm part involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure a non-recoverable fault occurred. The staff reported the issue after the surgery was completed robotically. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found errors 25730, 23098, 32114, and 40106 against usm 1. There were no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have 32096/32097 coupled with error 32114 pointing to the aurora communication link, which was being reported by the axes controller, motor (acm). The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a testing platform where all tests passed. The complaint was confirmed based on the field evaluation, but not based on failure analysis.